Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and failed. Performed share log review and transmitter error was found in log. The complaint was confirmed because a transmitter error alert in the cloud data. .the reported event of transmitter failed error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a failed transmitter error could not be determined. A root cause could not be determined. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.